Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that her ins didn¿t work at all, so she called the doctor and he said patient would have to stay like until she could contact manufacturer and patient reported ¿I understand how it goes off¿ and wanted to know what caused this to happen. The patient was able to sync and reported that now it was working and she could see stimulation on icon. The patient described seeing the low pp battery screen/icon. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.